Event description:
It was reported that a lead was found to be defective. The physician stated that the product was opened in surgery and he noticed one of the helices was detached from the lead and left in the box. Product was returned to the MFR and is undergoing product analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.